Event description:
Reporter noted surgeon observed fiber in eye post-op during slit lamp exam. Concerned about possible inflammation; a two week post-op check is planned. Eye is quiet at this time. Suspect fibers are from cotton tip applicators.